Event description:
It was reported that the system 9800 displayed ma errors and had white lines through the display. System was used regardless of the malfunction. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The x ray generator circuit board was calibrated and the ma error was eliminated. The power supply for the camera was found to have excessive ripple causing the monitor distortions and was replaced. Additionally, one front caster was replaced. It was broken. The system was tested and found to be working as intended and placed back into service.